Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device did not shock using external paddles. The device was reported to be in use on a patient, and the patient died. Additional details have been requested. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
It was reported to philips that the device did not shock using external paddles. The device was reported to be in use on a patient, and the patient died. The hospital's biomedical engineer evaluated the device. This reporter stated that a patient of unknown age, gender, height, and weight was admitted to a hospital on an unknown date with the admitting diagnosis not reported. No relevant medical history, relevant past drug history or relevant concomitant medical products were reported. While admitted, on (B)(6) 2019, the patient experienced an event with details not reported, hospital staff then connected the patient to the efficia dfm100 via defibrillator paddles, attempted to shock the patient, but the device did not shock. Limited information was provided for this safety report. The patient experienced an outcome of death. No relevant laboratory data was reported. The biomedical engineer reported that shocks were not delivered due to high impedance. Review of the provided case event file showed the efficia dfm100 was powered on into monitor mode at 08:53:12 on (B)(6) 2019. Throughout the event, the device delivered three shocks of 150 joules (j) to the patient at 09:57:31, 09:57:47, and 10:32:06. At 10:31:54, a shock canceled message was generated due to 655 ohms of impedance. The device was powered off at 11:02:42. Impedance is the resistance between the defibrillator¿s multifunction electrode pads or paddles that the defibrillator must overcome to deliver an effective discharge of energy. The degree of impedance differs from patient to patient and is affected by several factors including the presence of chest hair, moisture, hand lotions or powders on the skin. The low-energy smart biphasic waveform is an impedance-compensating waveform designed to be effective across a wide range of patients, with no influence of body weight on shock success. However, if you receive a ¿shock aborted¿ message on the display, check that the patient¿s skin has been washed and dried and that any chest hair has been clipped. If the message persists, change the pads and/or therapy cable (efficia dfm100 866199 instructions for use (publication number 453564403811, edition 1.3, 2016, page 64). Patient impedance range: minimum: 25 ohm (external defibrillation); 15 ohm (internal defibrillation); maximum: 250 ohm. Actual functional range may exceed these values (efficia dfm100 866199 instructions for use (publication number 453564403811, edition 1.3, 2016, page 201). The efficia dfm100 measures patient impedance in two ways: an impedance measurement before the shock, and an impedance measurement during the shock. The efficia dfm100 makes a small-signal ac impedance measurement (at 32 khz) in the steady state situation before a shock is delivered. This measurement is used to detect pads off and paddles off. It is also used for the patient contact indicator (pci) function, in which the quality of the contact the paddles are making with the patient is indicated on an led bar graph on the sternum paddle. The efficia dfm100 also makes an impedance measurement during shock delivery. This impedance is derived from measurements of voltage and current, and is reported on the printed event summary. The device uses the value of the impedance to adjust the phase durations of the biphasic waveform and to provide the optimal waveform delivery. This information is also used to abort the shock if necessary (efficia dfm100 866199 service manual (publication number 453564403831, edition 2, july 2014, page 180). No parts were replaced. There is no information to support that a malfunction occurred. The device was behaving as intended when it alerted the user to an out of range patient impedance condition. The shock canceled message is an expected device behavior when the patient impedance value is outside the range for the delivery of energy. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.